Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported through a systems longevity study (sls) post market clinical study that the patient experienced diaphoresis, dizziness, and syncope while driving. It was further reported that there was a likely insulation breach or fracture in the right atrial (ra) lead and the right ventricular (rv) lead. The patient was hospitalized and reported to have experienced "twitching at pocket site", noise/oversensing and inhibition of pacing with muscle contraction or movement. The ra and rv leads were capped and a new lead was implanted. The patient exited the study. There was no further patient complications reported as a result of this event.